Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement(s) dated 06may2020. No further follow-up is planned. Evaluation summary: the father of a male patient reported that his son's humapen luxura hd was not delivering insulin. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The patient reportedly used the device for over 4 years. The core instructions for use state the humapen luxura hd has been designed to be used for up to three years after first use. There is evidence of improper use. The patient used the device beyond its approved use life. It is unknown if this misuse is relevant to the complaint or the event of increased blood glucose.

Event description:
(B)(4). This solicited case, reported by a consumer who contacted the company to report an adverse event with a product complaint, concerned a (B)(6) old male patient of unknown origin. Medical history was not provided. Concomitant medications included insulin glargine for treatment of diabetes mellitus. The patient received insulin lispro (rdna origin) injections (humalog) cartridge via a humapen luxura half-dose (hd), variable dosage according to blood glucose level (on sliding scale), subcutaneously, for the treatment of diabetes mellitus beginning on (B)(6) 2016. On (B)(6) 2020, four years three months 17 days after starting insulin lispro, humapen luxura hd was not delivering the insulin lispro when he tried to apply (unknown lot number/ pc (B)(4)). His blood glucose level was 600 (no unit or reference range was provided). The event of blood glucose increased was considered serious by the company due to its medical significance reason. He called the ambulance, but he could not been taken to emergency service due to corona outbreak. He was told to inject additional dose of insulin when he called the ambulance. After application of additional insulin, his blood glucose returned to the normal level (no values, units or reference ranges were provided). Information regarding further corrective treatment was unknown. The outcome of the events was recovered. Action taken with insulin lispro therapy was unknown. The reporter did not give consent to contact him or doctors of the patient for follow up procedures. The patient was the operator of the humapen luxura hd devices and his training status was not provided. The general humapen luxura hd models duration of use was not provided. Suspect humapen luxura hd duration of use was 52 months. The action taken with suspect humapen luxura hd was unknown and was not returned to the manufacturer. The reporting consumer did not relate the events with insulin lispro medication but it was related with the humapen luxura hd device. Update 27apr2020: product complaint was received on 21apr2020 from the rcp. Pc (B)(4) was processed accordingly. Upon internal review it was completed the field product delivered by device. No other changes were performed. Edit 30apr2020: upon internal review of information received on 21apr2020 humapen luxura model was recoded in order to reflect the correct device model. No further changes made in case. Update 06may2020: additional information received on 05may2020 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and (B)(6) (EU/(B)(6)) device information, and device return status to not returned to manufacturer for pc (B)(4) associated with an unknown lot of a humapen luxura hd device. Corresponding fields and narrative updated accordingly.